Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The system is programmed to primary vector with smart pass feature on. Boston scientific technical services was not convinced this was ventricular rhythm in origin, there was double saddled morphology. Programming options and troubleshooting steps were provided. There were no additional adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that the s-ICD delivered a second inappropriate shock to the patient. Data analysis was requested, and x-ray images were provided for review but has not begun. No additional adverse patient effects were reported. The device and electrode remain in-service. New information received indicates that the oversensing and inappropriate therapy is a result in the change in patient's morphology.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The system is programmed to primary vector with smart pass feature on. Boston scientific technical services was not convinced this was ventricular rhythm in origin, there was double saddled morphology. Programming options and troubleshooting steps were provided. There were no additional adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that the s-ICD delivered a second inappropriate shock to the patient. Data analysis was requested, and x-ray images were provided for review but has not begun. No additional adverse patient effects were reported. The device and electrode remain in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The system is programmed to primary vector with smart pass feature on. Boston scientific technical services was not convinced this was ventricular rhythm in origin, there was double saddled morphology. Programming options and troubleshooting steps were provided. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The system is programmed to primary vector with smart pass feature on. Boston scientific technical services was not convinced this was ventricular rhythm in origin, there was double saddled morphology. Programming options and troubleshooting steps were provided. There were no additional adverse patient effects reported. The device and electrode remain in-service.